Event description:
It was reported that this unit intermittently switches off. No patient incident reported, and will engage in monitoring.

Manufacturer narrative:
Multiple attempts for product returned and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted. A service history record review reveals that this unit was in the field for six months with no previous reported issues prior to this reported event.